Event description:
It was reported that the communicator showed a yellow call doctor icon and smelled smoke coming out. A boston scientific company representative discussed with the patient and opted to replace the communicator. A return label was sent. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.